Manufacturer narrative:
An event of explant due to valve deterioration and calcifications being seen on the explanted valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date in (B)(6) 2013, a 21mm trifecta was implanted. On (B)(6) 2017, the valve was explanted and replaced with a sorin mechanical heart valve due to valve deterioration. Calcification was observed on the explanted trifecta valve.

Event description:
On an unknown date in april 2013, a 21mm trifecta was implanted. During monitoring, an early stenosing degeneration of the trifecta valve was observed. On(B)(4) 2017, the valve was explanted and replaced with a sorin mechanical heart valve. Calcification was observed on the explanted trifecta valve. The patient was discharged on(B)(6) 2017.

Manufacturer narrative:
Additional information for: b5, h2, h6, and h10.